Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a scope communication error b30 occurred on the bronchovideoscope during inspection for use. Reportedly, no picture or image was displayed. There was no patient involvement.

Event description:
The issue was found in preparation for use for a therapeutic bronchoscopy procedure. Reportedly, no picture or image was displayed. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to inform updates in h11 of the 1st supplemental report sent. Updates: added error e216 and no image during device evaluation which was inadvertently not included in the first supplemental report. Additionally, please refer to section b5 for updates (type of procedure) and h6 device problem code (added no image) please see below for updates: h11: device evaluation confirmed the reported event. In addition, device evaluation found an error e216 and no image. Based on the results of the investigation, the complaint was confirmed, the device has image noise, error e216, and no image. The most probable cause of the complaint - cause traced to component failure - expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a scope communication error b30 occurred on the bronchovideoscope during inspection for use. Reportedly, no picture or image was displayed. There was no patient involvement.